Event description:
Pt reported the up button on the infusion device "jams" and has worked intermittently for the past 2 months. The protective rubber on the infusion device is also damaged. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.